Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a tear in the inner and outer shaft polymer extrusion measured at 128cm distal to the distal end of the strain relief. The tear starts at the guidewire exchange port and extends 2.6 cm in a distal direction with a portion of the inner polymer extrusion pulled out through the opening in the outer shaft polymer extrusion. An inflation/deflation test was attempted using an encore device verified with a druck gauge. Pressure could not be maintained in the inflation device due to the tear in the outer and inner shafts polymer extrusion which caused the inflation liquid to leak out. No other issues were identified during the product analysis.

Event description:
It was reported that there was a hole in the hypotube. The target lesion was located in a coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, difficulty advancing through the unknown guide catheter was encountered. The stent was no longer sliding onto the guide catheter so the physician had to move the stent and guide catheter together until it was positioned. Subsequently, the stent balloon was inflated but it did not inflate. The physician did not see if the device was punctured since the contrast liquid was not noticeable and device was not badly connected either. They tried to purge and observed some bubbles and then decided to leave the guide catheter but they lost the position of the lesion, so the devices were removed all together. After removal, it was noted that the hypotube was broken. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that there was a hole in the hypotube. The target lesion was located in a coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, difficulty advancing through the unknown guide catheter was encountered. The stent was no longer sliding onto the guide catheter so the physician had to move the stent and guide catheter together until it was positioned. Subsequently, the stent balloon was inflated but it did not inflate. The physician did not see if the device was punctured since the contrast liquid was not noticeable and device was not badly connected either. They tried to purge and observed some bubbles and then decided to leave the guide catheter but they lost the position of the lesion, so the devices were removed all together. After removal, it was noted that the hypotube was broken. No patient complications were reported.